Event description:
Patient with degenerative disc disease required lumbar drain placement pre-op for taa repair. The patient was having a codman lumbar drain placed in the operating room. The provider was experienced. The needle was placed in the t4-5 space and csf noted on 1st attempt. Drain with guide wire advanced through needle, but met with resistance once advanced approximately 6 cm. The provider had her hand on the needle throughout and the bevel was in correct position. She did not pull back on catheter. When the catheter could not be advanced, they started to remove the entire ensemble including needle as a unit. Approximately 6 cm of the catheter tip sheared off and remained in the patient. There are two likely scenarios. The tip was compressed between vertebrae and sheared off since the catheter is very thin and flexible. We have seen this in the past during catheter removal for patients with degenerative disc disease. The provider, despite best practice being applied, inadvertently pulled back slightly on the catheter causing it to catch on the needle and shear. This is scenario is well documented in reports. It may be helpful for the manufacturer to add a radiopaque marker to the catheter to make it more visible should it be retained.